Event description:
--

Event description:
Boston scientific received information that this right ventricular lead and pulse generator displayed pacing impedances of greater than 2000 ohms at a pre-discharge assessement. The patient underwent a system revision procedure with resolution of the clinical observation. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the system displayed additional high, out of range pacing impedance measurements. The patient was to continued to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information from the health care professional (hcp) indicate's that this device was explanted and the associated lead was surgically abandoned in 2014 after a fracture was identified. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4).